Event description:
Two bovies were being used on the pt. One bovie was lying on the pt and power was inadvertently being supplied to that bovie. It was noticed that a hole had burned through the drapes and the pt had received a burn the size of the width and length of the bovie blade.